Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was getting air bubbles in the reservoir and was filling a third reservoir. Blood glucose value was 190 mg/dl. Customer stated that the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. Customer was walked through the proper steps to fill the reservoir with insulin but she stated she was still getting bubbles. Customer tried to push them out through the tubing but the bubbles were not moving. She stated she would wait for her husband to get home and he would do it for her. Reservoir replacements would be sent but product will not return for analysis.